Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in a car wreck and afterwards the device was interrogated and found zero ventricular episodes since last follow up however in device totals there are 173 treated episodes and one shock. Technical services (ts) was consulted, discussed that it sounds like the total treated episodes value reflected in counters got corrupted. An analysis of device data confirmed corruption of the counter and that this is benign. This sicd remains in service. No adverse patient effects were reported.